Event description:
Our cad solis pumps have blistering on the dso seal. (B)(4) has put out a bulletin with a warning to healthcare professionals about blistering, cracking and abrasions to the dso seal. The bulletin states to return the pump to the company for replacement of the dso seal, sensor and bezel. It is unclear from the manufacturer if this degradation is immediately detrimental to the patient.